Manufacturer narrative:
Follow-up #1: date of submission 09/28/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the reported intermittent power issue was duplicated in the evaluation. Review of the black box data found multiple unexplainable power-on-rest events in the pump history. A battery compartment crack was found below the keypad. Moisture intrusion was not observed in the battery compartment but was evident behind the display. A leak test demonstrated a battery compartment leak. Battery compartment threads were stripped. No defects were found with the returned battery cap. The returned battery cap was unable to secure properly and the intermittent power issue was duplicated with the returned cap. Using a test cap, the pump was able to power up with auditory and vibratory features. No tactile issues were found with the buttons. A rewind/load/prime sequence was executed without incidences. A 24-hour basal exercise was interrupted by a soft-ware test error related alarm. Pump casing was opened and moisture contamination was found throughout the entire interior.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump was losing power intermittently. It was noted that the battery compartment threads were stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.